Event description:
Writer spoke to the home care nurse who has cared for the hp since (B)(6) 2010. She stated that the peritonitis has been ongoing in this patient since the first time in (B)(6) 2010. The hp was hospitalized from (B)(6) 2010 and the effluent cultured positive for pseudomonas initially. After being treated in the hospital with vancomycin and other unknown antibiotics, the hp still cultured positive for (B)(6) and white cells in (B)(6) 2010. The patient returned home, but was again hospitalized for bacterial peritonitis in (B)(6) 2010, where he again cultured positive for (B)(6) and white cells. The medical professionals believe that the hp never fully recovered from the first bout of peritonitis in (B)(6) 2010. The hp has used pd2 1.5% and pd2 2.5% ultrabag since (B)(6) 2009 to date. The nurse did not have an opinion of the cause of peritonitis, or whether any baxter products were related.

Manufacturer narrative:
(B)(4). As the sample was not available and the lot number unknown, a batch review was not performed. The results of evaluation found the root cause was undetermined. The manufacturer could not review the device history file because the lot number was not available and found this complaint nonclassifiable.

Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2010 from (B)(6) hospital via the account manager. It was reported that on (B)(6) 2010, an aqualine set was involved in a leak incident. At the time of the problem it was reported that a pager call was received regarding how to clean blood around the aquarius machine's blood pump. Blood had got into and around the blood pump because of a split in the lineset tubing around the blood pump. The nurse was performing patient care and noticed blood dripping to the floor from around the blood pump. The patient was immediately disconnected without washing back (prior to the pager call). No alarms occurred on the machine and the nursing staff was not aware of any high pressure in circuit. No patient harm was reported. A baxter engineer was called to clean the aquarius machine and check pressures recorded in the history and the blood pump segment. The sample was discarded as it was heavily contaminated with blood. It was reported that the aquarius machine was checked and everything looked normal. A dummy treatment was performed and the machine was found to be working within specification.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.